Manufacturer narrative:
A ge service rep performed an onsite investigation. The rui (remote user interface) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a complete loss of motorized motions. No pt or user injury was reported.